Event description:
I started using smile direct club clear aligners in (B)(6) 2019 after a consultation in (B)(6) 2019. I was told that the clear aligners would maintain my straight teeth (since I had just taken off my braces due to relocation), close the small gaps in my bottom teeth, and fix my overbite. I was coming close to my 6 month mark and completing treatment when I started having some issues with my bite, I was unable to eat properly and I also noticed that the midline of my teeth no longer matched up. My lower teeth had completely shifted to the right, also cause some teeth grinding issues. I reached out to sdc via the end of treatment survey and expressed my concerns and was told to come in for a reevaluation. That took place in (B)(6) 2020 my concerns were noted, I was informed that they could fix the problem with a new set of aligners. I was then placed on an additional three month plan and the problem only got worse. I stopped treatment and contacted sdc and told them the issues I was having were getting worse and they had me come in for a new evaluation. That took place in june of 2020. I addressed my concerns and I was again encouraged to keep wearing the aligners and was sent one another one month supply to fix the damage. However; the problem continued to get worse. I am now trying to work with sdc and they at this time have refused me my personal health records and my request for compensation. On top of all this, the aligners cut into my gums, sometimes they were so tight, the blood flow in my gums would stop. Their deceptive practices made it seem like they could give me all the things I was looking for when in reality, they just damaged the structure of my teeth. FDA safety report ID# (B)(4).